Event description:
It was reported that the customer had a high blood glucose of 564 mg/dl. Customer stated, the reason was that she had not yet set up her insulin pump. Assistance was provided setting it up. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.